Manufacturer narrative:
The original date of (B)(4) 2017 was incorrect. The correct date should be (B)(4) 2017. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system presented with poor aspiration during the irrigation / aspiration portion of a surgery. The patient experienced a posterior capsular rupture. An anterior vitrectomy was performed. An anterior lens was implanted with a sulcus suture. The surgery was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
This is a (B)(6) male patient who was scheduled for cataract extraction with intraocular lens (iol). The customer reported poor aspiration and a posterior capsule tear. It became difficult to remove nucleus material. The case resulted in an anterior vitrectomy. The intraocular lens (iol) was fixated outside of the capsule and sutured in the sulcus. This was the 3rd of 3 patients scheduled. The data settings were listed as u/s pressure: 600 mmhg and flowrate was 27 cc/min. The bottle setting was listed as ¿pressure irrigation (48 mmhg). The cassette (fluid management system) and the (I/a) tip were listed as ¿re-used three times during the day. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The operator¿s manual states: consumable items used with the company system during surgery are designed to be used once and then discarded, unless labeled otherwise. Potential risk from reuse or reprocessing the following products labeled for single use include: bipolar coagulation instruments - thermal injury or electrical shock caused by a damaged bipolar instrument, and foreign particle introduction into the eye. Fluid management components - fluid path leaks or obstruction resulting in reduced fluidics performance, and foreign particle introduction into the eye. Phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. Vitreous cutting instruments - reduced vitreous cutting performance, fluid path obstruction, and foreign particle introduction into the eye. The equipment used in conjunction with the company disposables constitutes a complete surgical system. Use of disposables other than company disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The company service representative examined the system and there was no problem found. The system was then tested and met all product specifications. The system was manufactured on november 7, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).